Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: inratio: 7.5, (different inratio) re-test: 3.5, lab: 10.0. Time between inratio testing two minutes. A few hours later a lab draw was done at the hospital. (Customer not sure of exact time difference). Finger was milked prior to testing. Customer is not sure which inratio result belongs to which inratio meter.